Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 12th december, 2023 getinge became aware of an issue with one of surgical lights - hled 700. As it was stated, the issue with mounting the sterilization handle occurred. The designated complaint unit employee found on provided photographic evidence the label on the device was torn with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Corrected b5 describe event and problem: on 12th december 2023 getinge became aware of an issue with one of surgical lights - hled 700. As it was stated, the non-safety related issue with mounting the sterilization handle occurred. However, the designated complaint unit employee found on provided photographic evidence, that the label on the device was torn with missing particles and the paint was chipping from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Getinge became aware of an issue with one of surgical lights - hled 700. As it was stated, the non-safety related issue with mounting the sterilization handle occurred. However, the designated complaint unit employee found on provided photographic evidence, that the label on the device was torn with missing particles and the paint was chipping from fork . There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, due to paint peeling from the fork and label chipping off, which could be considered as technical deficiency, and in this way the device contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of paint peeling on powerled and hled surgical lights, there is one event which led to the serious injury. No such events have been found regarding to label chipping off. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the paint chipping is moderate and for label chipping off is low. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual (attachment 2 - IFU 01601 en rev.9, pages 25-27) includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. Regarding the label peeling, as concluded by subject matter experts at maquet sas, the issue is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks devices (attachment 2 - IFU 01601 en rev.9, page 38, 39). To prevent any incident, the user manual (attachment 2 - IFU 01601 en rev.9, page 35-36) mentions instructions concerning cleaning and disinfection, recommended and prohibited products. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 12th december 2023 getinge became aware of an issue with one of surgical lights - hled 700. As it was stated, the non-safety related issue with mounting the sterilization handle occurred. However, the designated complaint unit employee found on provided photographic evidence, that the label on the device was torn with missing particles and the paint was chipping from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Event description:
On (b)(3) 2023 getinge became aware of an issue with one of surgical lights - hled 700. As it was stated, the issue with mounting the sterilization handle occured. The designated complaint unit employee found on provided photographic evidence the label on the device was torn with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
The initial reporter was the hospital controller. Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.